Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of failure to deliver current. According to the complainant, the suspect device has been contaminated and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used in the sigmoid during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the snare could not be securely attached to the cord. It was reported that there was no sign of cautery noted. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.